Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the motor speeds were unstable, the switch failed, and the control bar was out of position. The device was not repaired per customer instructions. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: south africa.

Event description:
It was reported that this incident didn¿t occur on a specific date or any procedure. They say that safety lever is not functioning as it should be. When it is supposed to be in safe mode the dermatome is running and when it is ¿on¿ it is not working, almost as if the 2 settings had been switched around. There was no patient involvement. During device evaluation, it was determined that the motor speeds were unstable. Due diligence is complete, there is no additional information available.